Event description:
It was reported that during an implant attempt the lead was oversensing or not sensing with electrical interference and high impedance. The patient had received radiation in the past. The lead was not used and a new lead was implanted however, it was reported that it took a long time to locate a suitable location to implant the lead. There were many locations in the right artium where the lead had no sensing. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4) : the full lead was returned and analyzed with no anomalies found. There was blood in/on the helix mechanism.